Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture not available at the time of filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The supply pressure switch and control board connections were reset, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.